Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an issue with threading on straight cup impactor handle. The impactor tips would not thread into handle. Another handle device was tried and the impactor tip worked fine so must be handle. The event did not happen in surgery. No issues to surgeon or patient. No delay of surgeon. No further issues to report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the event did not happen in surgery, issue with threading on straight cup impactor handle. Impactor tips will not thread into handle. Tried another handle and impactor tip worked fine, so must be handle no issues to surgeon. No issues to patient. No delay of surgeon. No further issues to report. Handle will be returned. Please send replacement to (B)(6). The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the threaded tip of the duraloc str cup impactor was cross-threaded. Furthermore, the sample exhibits sings of multiple use for a long period of time. The observed condition of the device is consistent with a random component failure, which may have resulted from exposure to unintended forces, such as overtightening, off-axis assembly/impactions, and heavy usage. However, taking in consideration the aspect of the device, the condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. However, the assembly issues could be confirmed due to the observed cross-threaded condition of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.